Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that a 65-year-old male patient on impella cp support experienced profuse access site bleeding. The site was not properly angle match and the patient required 2 units packed red blood cells (prbc), 1 l normal saline.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. According to clinical details, access site was not properly angle match and bleeding was resolved after applying a proper angle match. The cause of the access site bleeding issue was use related.